Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). UDI: unavailable.. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges friction and wear causing large amount of toxic cobalt-chromium metal ions, severe pain and discomfort, weakness, decreased ranged of motion, loss of muscle mass and deterioration of the soft tissue. Doi: (B)(6) 2008; dor: scheduled on (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges injuries, pain, limited mobility, shedding of metal debris into the bloodstream, tissue damage, continuing pain hips and legs. After review of medical records for MDR reportability, it was stated that the patient was revised to address pain and elevated metal ion levels due to the failed hip implant. Clinical notes reported weakness, walking difficulty, and stiffness. It was reported that the patient had elevated metal ion levels but lab results shows that metal ion levels are below 7ppb.